Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 12, 2021.

Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI (specific date not reported). The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device.